Event description:
A medical supply company in (B)(6) reported that an mr850 respiratory humidifier is "not always able to control the temperature". It was also reported that the invasive/non-invasive mode button gets stuck and that the unit does not always power on/off. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier has been returned to fisher & paykel healthcare's regional office and service ctr in (B)(4). The humidifier was visually inspected for damage and was tested for functionality and performance. Results: the humidifier showed signs of physical damage including damage to the exterior case and power cord. The buttons on the front case were worn and damaged. The control board inside of the unit had come dislodged from the connectors. The humidifier powered on with no error codes or alarms. The unit heated to the correct operating temp and functioned normally during testing. Conclusion: the report that the humidifier buttons were damaged was confirmed as the humidifier, including the buttons, was worn and physically damaged. The device manual states "in order to keep your humidifier in good working order, it is necessary to perform maintenance at regular intervals" and specifies that the mr850 should be checked annually for physical damage. The reported fault that the humidifier is unable to "control the temperature" could not be replicated as the humidifier operated properly and maintained operating temp during testing. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temp exceeds 41 degrees celsius and disables the heater. The humidifier also has a thermal cutout on the heater plate which limits the maximum temp of the gas entering the system.